Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the buttons on the keypad were impossible to press. Blood glucose level was 117 mg/dl at the time of the call. No further info was provided.